Event description:
Related manufacturer report number 3006705815-2022-15227. It was reported that the patient went to the ER due to a hematoma. During the surgery to resolve hematoma, the ipg was not placed in surgery mode, and was unable to communicate with external devices following the procedure. A manufacturer representative was unable to repair the ipg as well, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue. The hematoma has since resolved.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.